Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in clinic follow up, high lead impedance high capture threshold was observed on the right ventricular (rv) lead. Patient was asymptomatic. The rv lead was capped and replaced. The patient was stable pre, during and post procedure.